Event description:
Failure to meet the required 30 day patient notification via lay letter for screening mammography patients on august 24th and 25th. In total, 9 patients experienced a delay in reporting beyond the 30 day requirement. Letters were sent on day 33 and 32 however failed to meet the 30 day deadline by a couple days. The 9 patient letters failed to automatically print in our epic ehr system, and the imaging department failed to identify the issue in a timely manner. Once realized, patient letters were immediately sent. This has never happened in the history of (B)(6) medical center.. Investigation and corrective action is currently underway. FDA safety report ID# (B)(4).